Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0013092995 was returned and analyzed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping tests, which resulted in a failure. An open circuit was identified at p3 electrode in zone 1 of the catheter. An optical inspection of the lattice structure was conducted, revealing a broken wire at p3. In conclusion, the reported clinical issues cannot be assessed through analysis. The catheter failed the returned product inspection due to an open circuit at p3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere 9 catheter in a cardiac ablation procedure while maneuvering the catheter inside the left atrium (la), there was a high pressure area inside the veins. The mini electrode "poked" the right veins in the la during mapping of the right veins. It was noted that the temperature reading was lost from the mini electrode. A temperature fault error message was observed when deep mapping in the right superior pulmonary vein. Attempts to pace at high output through the sphere 9 catheter did not resolve the issue. The cable was changed, which partially resolved the problem, but full resolution occurred only after the catheter was replaced. The case was completed. No intervention was reported for the perforation. No further patient complications have been reported as a result of this event.